Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "auto fill failure" alarm and went in standby for 17 minutes. The iabp was rebooted and worked for one more hour than the iabp generated the same "auto fill failure" alarm and stopped. No pt injury was reported.

Manufacturer narrative:
The company rep rebuilt the compressor using the 5000 hour preventive maintenance kit (part number 0040-00-0147). The iabp was tested to factory spec. It functional normally and was returned to the customer. Reference: (B)(4).